Event description:
Patient experienced a hypoglycemic event (blood glucose measured 40 mg/dl). While wearing the device. Reporter stated that patient's friend treated patient with a shot of glucogon, after which, blood glucose measured 80 mg/dl. Reporter indicated that patient's basal rates were set incorrectly. He noted that the device's basal rates were locked; thus, he believes that the device must have changed the basal rates without being programmed to do so.